Event description:
The reported description of this complaint notes there was no audio sent from the monitor's speaker. No pt harm was reported.

Manufacturer narrative:
(B)(4). The reported description of this complaint notes there was no audio sent from the monitor's speaker. No pt harm was reported. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.